Event description:
Implanted with essure coils into my fallopian tubes in 2003 via an obgyn in a hospital to prevent future pregnancy due to not wanting any more kids. After 3 months I was assured coils were in place and that I should have no complications, no negative feedback or problems had been reported per the doctor at that time. I was (B)(6 )when I got the essure. Over 9 years I experienced cramps, acne, heavy prolonged periods for as long as four months ongoing, weight gain, and rashes. In (B)(6) 2014 symptoms got worse. I started having high anxiety and panic attacks along with prolonged periods. I went to a new obgyn since the one that inserted it was no longer around. My new obgyn sent me for a pelvic ultrasound. What they found was the right coil migrated into my uterus and was causing all my issues. I was found to have the coils removed without a hysterectomy at the age of (B)(6). I was expedited to surgery (B)(6) 2014 where essure coils, as well as tubes, cervix and uterus had to be removed. I have suffered enough and essure has caused not only physical trauma but mental as well. My family, career and life was put on hold. Essure needs to obe taken off the market, it can cause severe medical issues.